Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose at after an interventional procedure. Reportedly, a cuff miss occurred. A second perclose at was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the perclose at device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - lot number changed from 20904j2 to 20606j1. Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported event. The returned condition revealed the suture was properly deployed and cut; with the cut piece still attached to the non-returned plunger and link. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.